Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) was ¿going on the fritz¿. It was further reported that the stimulation went down so strong to her feet at times and this had been going on for months. The patient also stated that she only had 1.5 working leads and this had been going on ¿for a while¿ as well. Lastly, it was noted that the patient met with a manufacturer representative (rep) about these issues. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.